Event description:
It was reported the patient was working on exercise equipment and his implantable cardiac monitor was potentially sending a signal or the exercise equipment heart rate monitor was "picking up" the patient's heart rate. This occurred three times. Follow up with the physician's office disclosed no changes were made to the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.